Event description:
During verification testing at the manufacturing facility, the duration to infuse the vtbi (volume to be infused) took longer than expected.

Manufacturer narrative:
The device was received. Investigation is not complete. The event that is being reported was noted during manufacturing testing; therefore, user facility event codes are not applicable in this case. This report represents all the info known by the reporter upon query by hospira personnel.